Manufacturer narrative:
Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that, the astigmatism in right eye was at -0.5 diopter and the patient mentioned that he experienced dysphotopsia while driving at night.

Event description:
A non-healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced ghosting in his intermediate vision since his cataract surgery. The surgeon's facility on post op 1 week checked his vision and with one lens he could see sharp and clear. So, he went to his optometrist who refracted him and said he has a residual astigmatic error of 1 diopter. The patient was seen by the surgeon again and reported having trouble seeing clearly at all distances, although they could still read down to an acuity of 20/15. The cornea was found to be extremely dry. This poor tear quality has resulted in keratitis sufficient enough to interfere with vision. The recommended treatment includes the use of artificial tears, warm compresses, and massaging of the meibomian glands until the next appointment. Additional information received and it states that after examining the patient's right eye, the doctor saw opacity which can be cleaned up with a laser. He mentioned that once he cleaned up the opacity with the laser, he would not be able to exchange the iol in his right eye. Options to reduce his residual astigmatism presented by the doctor was lri (limbal relaxing incisions) which he described as imprecise. He also mentioned removing the company lens from his right eye and replacing it with a monofocal toric iol (intraocular lens). Patient was using artificial tears and warm compress and omega-3 fish oil and b-complex vitamins but there was no change in his vision.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).